Event description:
Spontaneous call from patient who reports in the last week, she has had 2 instances where the pump alarms serial numbers (B)(4) - no disposable, pump won't run; 1st time the patient was unable to resolve it by switching out pumps, so she mixed a new cassette which resolved the issue. The next time, the patient did not try to her other pump and just mixed a new cassette to resolve. She states this happened over the summer also in july. She does not have the lot numbers of the cassettes as they are already disposed of. She did not want a pump replacement at this time. No missed doses or adverse events reported - no further information provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; disposed (cassette, no (pump) pt did not want to replace, did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; and had backup pump as well. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.